Event description:
It was reported that a malfunction occurred in the pump. The customer did not provide information on the impact of the event on their blood glucose level, so no specific blood glucose values were available. Technical support acknowledged the malfunction occurring three or more times and decided to replace the pump, which was confirmed to be within warranty. The customer was informed about the need for replacement, and arrangements were made for the problematic pump's return within ten days using a prepaid label and return box. Instructions for transport and storage mode were provided to the customer. No information was shared by the customer regarding a backup insulin delivery method during the replacement process.